Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had an unexplained no delivery alerts due to site issues. Customer stated that the insulin pump had a clicking noise during rewound. Customer stated that the insulin pump was locked and become unresponsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected bolus stopped, no delivery, insulin flow blocked alarms, or prime/fill, rewind slow/loud/noise anomalies were noted during testing. (B)(4).